Event description:
The event occurred on an unspecified date involving a 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv clave¿, clamp, rotating luer where it was reported that the customer used several of the item from the same box and they were leaking. There was unknown patient involvement and unknown adverse events.

Manufacturer narrative:
The device is not available for investigation at this time. A review of the device history record is pending.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.